Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 26, 2017, it was reported that the device was not cutting properly during surgery. It is stated that there was patient harm but it is unknown to what extent. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device was not working at all and the power cord assembly, power switch, damaged control bar, ball detent, thickness lever, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on october 9, 2017 revealed that the control bar was positioned above the master blade and was out of specification. The calibration and motor speed were in specifications but the motor was running erratically. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings and motor and the control bar was set to the correct position. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the control bar was positioned above the master blade and was out of specification. The root cause of the reported event was due to the control bar being positioned above the master blade and out of specification. It is unknown how this occurred, but the issue was resolved with the replacement of the bearings and motor and the control bar being set to the correct position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(4). No information regarding what the harm was to the patient. We are carrying out additional follow up activity to obtain more information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly during surgery. It is stated that there was patient harm but it is unknown to what extent. No additional patient consequences have been reported.